Manufacturer narrative:
Incidental finding: wire fatigue was found during the manufacturer's investigation of the returned controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that pump stops and low flow alarms were noted in the log file history. The patient was asymptomatic. The patient was listed for urgent transplant, was admitted to the ward, and was being monitored. The log file captured a replace system controller message due to an lcd fault event which self-corrected. The patient was transplanted on 29 apr 2023. Related manufacturer reference number: (B)(4) (pump)

Event description:
It was reported that during the investigation, wire fatigue was found in system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace controller fault status due to lcd faults was confirmed via the submitted log file. A review of the submitted log file ((B)(6)) spanned approximately 9 days ((B)(6) 2023 per time stamp). On (B)(6) 2023 at 06:57:59 while connected to the power module, there were replace controller alarms that were accompanied by a yellow wrench advisory and an lcd fault. The yellow wrench advisory and replace controller alarm activated due to the lcd fault. The system controller is s/w version 7.29 which updated how the lcd fault condition presents to the user, the lcd fault alarm was pushed to the system monitor only which would require the system controller being connected to a power module. Although there was no alert unless the controller is connected to the system monitor the lcd fault/replace system controller status would still be viewable in the log file as well as on the system monitor history screen. The alarm cleared shortly after activating each time. The lcd fault was active several other times throughout the log file but was not active long enough to activate an audio/visual alarm. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time; no alarms were reproduced while testing. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and lcd fault alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.